Event description:
Event description guidant received information that the patient with this device was in the hospital, and while sleeping during the night, their heart rate decreased to 34ppm. The clinician indicated that this patient has cardiogenic syncope while sleeping, but didn't understand why the device wasn't pacing at the lower rate limit, which was programmed to 60ppm. In addition, hysteresis was programmed off and both atrial and ventricular sensitivity was programmed to auto sense. The clinician faxed strips to technical services for review.